Event description:
The hospital staff attempted to administer a countershock to a patient diagnosed in cardiac arrest. The device allegedly failed to discharge. Another nurse took over use of the defibrillator and after turning off the sync feature was able to dminister a shock to the patient. The patient was resuscitated. There were no adverse affects to the patient reported as a result of the alleged malfunction.